Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead  impedance (pli) measurement greater than 2,000 ohms with reproducible atrial lead noise. A lead safety switch to unipolar occurred. Fluoroscopic imaging did not reveal any lead damage. Pacing system analyzer (psa) testing and lead/header evaluation was normal. The ra lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.